Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced sustained hyperglycemia on the first day of ilet use after announcing a larger-than-usual dinner as a usual meal; the device delivered correction boluses and the infusion set was replaced with delivery resumed, with education provided on conservative dosing during initial adaptation. Symptoms included elevated blood glucose up to ¿high¿ on cgm and 423 mg/dl by fingerstick, without ketones and without acute complications. Outcomes included no use of backup therapy, no medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting of infusion delivery and guided supply change. Investigation of this case revealed no device malfunction, a normal-appearing prior infusion site, and a likely user-related meal announcement error contributing to hyperglycemia during early adaptive dosing. It was concluded, based on previously established findings for similar reports, that the cause was incorrect meal size announcement in combination with conservative dosing during initial device adaptation.